Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatavesiculectomy surgical procedure, the surgeon noticed that the monopolar curved scissors (mcs) lost its movement. The mcs was removed from the patient's cavity and its rupture was observed. The mcs was then removed and replaced with another, allowing the procedure to continue and complete without complication's. The procedure was completed with no reported injury.